Event description:
It was reported that in 2001 pt had low anterior resection with mobilization of splenic flexor, coloprotoscopy and omental pedicle graft. Fascia was closed with size 1 absorbable suture. In 2004 pt was admitted with an abdominal wall infection. It was noted at that time that they had persistent abdominal wall wound sinuses and suture granulomas were questioned. Pt underwent excision, drainage and debridement of chronic subcutaneous wound abscesses under local anesthesia. On opening, the pt was found to have multiple subcutaneous wound abscesses related to previous midline incision, and the physician relates these to the use of "tannical suture." No suture was found during this procedure. Prior to this admission, apparently starting in 2004, the wound had been managed conservatively with h2o2, iodoform packing and oral antibiotics. In 2004 wound was described as almost healed.

Event description:
On 2/1/2005, the pt saw dr with swelling at the lower abdome. The wound was opened and levaquin was prescribed. The wound drainange of the lower pole of the previous midline incision continued and on 2/4/2005, the pt was admitted to the hosp and seen by an infection specialist. The pt was treated with aggressive dressing changes and IV antibiotics. Final cultures grew out a very light growth of normal skin flora. The pt's wound improved considerably, and he was discharged on oral antibiotics.